Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode, which appears to have been caused by electromagnetic interference (emi). The detected noise had a high frequency and low amplitude, characteristic of emi. In addition, atrial tachy response (atr) episodes were recorded, with the right atrial (ra) channel showing oversensing of the same noise. The system also experienced pacing inhibition, or a pause, lasting more than 2 seconds. However, the device remains in service, and no further adverse effects were reported for the patient.